Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned device consisted of a rubicon catheter in one piece. Visual and tactile analysis of the shaft did not show any irregularities or defects on the catheter shaft. The inner diameter was measured with a calibrated pin gage set. A .014¿ kinetix guidewire was used for functional testing, and passed through the device with no difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01672 it was reported that catheter entrapment on guidewire occurred. The target lesion was located in the superficial femoral artery (sfa). A 150cm rubicon¿ 18 support catheter was advanced over the .014, 182cm choice¿ extra support guidewire. However, the rubicon¿ 18 support catheter stuck on the choice¿ extra support guidewire. The physician removed both devices and used a new support catheter and guidewire to complete the procedure. No patient complications were reported and the patient's status is fine.